Event description:
Same case as MDR: 2134265-2014-03802; 2134265-2014-03803. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit met specifications for the motordrive unit-5 qc functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03802; 2134265-2014-03803. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.